Manufacturer narrative:
During clinical and therapeutic use of the v60 ventilator, the patient had unintentionally fallen from their bed resulting in the non-invasive ventilation (niv) interface disconnecting from the ventilator breathing circuit. The patient was discovered deceased, and the customer has alleged that the v60 ventilator did not produce a high-priority patient disconnect alarm nor did it trigger a high priority alarm via the institutional central alarm system. On (B)(6) 2023, a 76-year-old male patient was admitted to the hospital following a collapse at home. The patient presented with shortness of breath and was diagnosed as covid-19 positive. Previous patient medical history included prior diagnoses for: diabetes, htn, angina, diverticulitis, cervical spondylosis, gout, and stroke. The patient was noted to have difficulty maintaining desired oxygenation values and was subsequently placed onto the v60 ventilator (B)(6) at approximately 2200 local time. Therapy was initiated with a setting of continuous positive airway pressure (CPAP) 10 cmh2o with 70% fraction of inspired oxygen (fio2). The device configuration utilized a philips breathing circuit (part number 1065830) and a fisher & paykel niv interface with a built-in anti-asphyxia valve (model rt043l). No passive or active humidification was provided to the patient during the course of therapy. At (B)(6) 2023, at approximately 0900 the patient was noted to have been receiving therapy and was settled. An unspecified amount of time later, a clinician had entered the room for medication administration and discovered the patient had fallen from their bed and was found on the floor with the niv interface still attached but disconnected from the breathing circuit. The device was alleged to have remained delivering therapy during this time with no alarm notification despite high priority alarm functionality having been confirmed prior to the event. The patient was determined to be deceased upon discovery with no emergency life-saving interventions being undertaken. The device has been evaluated by a philips authorized engineer. Software version of the device was noted as being version 2.3. Investigation found the alarm volume escalation feature had been enabled prior to the event in question and the device was connected to an institutional central alarm system (make/model of ¼ connection cable and central alarm system not specified by the customer). The diagnostic report (drpt) was retrieved from the device and on (B)(6) 2023, the device underwent full performance verification testing (pvt). The device pvt found that the device performed to manufacturer declared specifications with no failure or malfunction noted. Review of the drpt found that during the date and approximate times of the event in question, multiple high-priority alarms had triggered (low rate, high tidal volume, patient disconnect), all indicative of an unintentional patient disconnect from the device. Additionally, further drpt analysis found that device self-testing during power on (power on self-test ¿ post) speaker testing had passed multiple times with no failure or malfunction of the device alarm annunciation systems. Further information and images provided by the institution illustrated a laminated informational document attached to the ventilator providing explicit instruction for use of the v60 emergency alert cable and alarm clearing. Based upon the information provided in this document, in order to silence a high priority alarm condition, the end user must silence the alarm via the v60 ventilator user interface in addition to resetting an alarm condition button located on the wall adjacent to the patient bed and v60 ventilator. It also notes that in the event of an unintentional disconnection of the remote alarm cable, the central alarm system will provide an alarm to alert the clinicians that this has occurred. Based upon the information provided, analysis has determined that the v60 ventilator in question did not experience any failure of malfunction to perform to manufacturer declared specifications, with alarm functionality verified and drpt review revealing that during the event in question the device provided the appropriate alarms to the alert the clinical end user of the unanticipated patient disconnection. Based upon the information provided, root cause is not applicable, as investigatory efforts have shown the device to function as intended and designed with no failure or malfunction to perform to manufacturer declared specifications. Analysis of the event in question and supporting evidence has determined that the v60 ventilator had no causal and/or contributory effect to the patient outcome.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator failed to annunciate an alarm when patient tubing was disconnected. The device was in clinical use. There was report of harm. The customer reported the 76-year-old male patient was admitted to the hospital on (B)(6) 2023 following collapse at home, short of breath, found to be covid positive. He had a past medical history of diabetes, htn, angina, diverticulitis, cervical spondylosis, gout, and stroke. He was unable to maintain his oxygen levels, so CPAP was started on (B)(6) at 22:00. The patient was on CPAP at 10 cmh20 and 70% fio2. The ¿black safety lead was in place and had been working previous day and overnight and triggering the alarm when the mask was removed. Patient was checked at 9am, was on the mask and settled. When entering the room to administer medication, patient was found on the floor. The CPAP mask still in place but tubing disconnected, v60 still working, no alarm triggered for mask disconnection. No intervention was provided because the patient was deceased when he was found. The ventilator software was v2.3. The circuit was philips p/n 1065830, no humidifier, and interface was fisher paykel bilevel CPAP hospital mask ref: rt043l. Finally, it was confirmed that the alarm volume escalation feature was enabled when the reported event occurred and had been previously working. This event reports a death which may have been related to a loss of ventilation (as evidenced by the disconnection of the ventilator tubing). The ventilator allegedly did not alarm when the tubing became connected. Therefore, the failure of the ventilator to alarm may have contributed to the patient¿s death. A philips remote service engineer (rse) evaluated the issue with the biomed engineer and reported the most recent preventative maintenance (pm) evaluation was completed on february 24, 2023. The rse initiated an onsite visit to download the device logs and perform a functional test/pm. The investigation is ongoing.